Manufacturer narrative:
Follow-up # 1 date of submission 7/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/10/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the cartridge compartment was damaged and there was missing plastic at the top of the cartridge compartment. Also unrelated to the initial complaint, it was observed that there was a crack in the pump case near the display lens, the display screen was dim and discolored and the audio bolus button had a hole in it but it still functioned during the investigation. There were two battery caps sent with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.